Manufacturer narrative:
Concomitant products: 438-01 competitor lead, implanted: (B)(6) 1993; 305u23 tissue valve, implanted: (B)(6) 2007.

Event description:
It was reported that during a device changeout due to normal battery depletion, upon opening the pocket visible lead insulation damage was seen. The rv (right ventricular) lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.